Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (connect electrode belt messages) was isolated to a defective driven ground resistor on the computer/analog board. The root cause for the defective resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was experiencing connect electrode belt messages.